Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited loss of capture. Patient presented in emergency room after feeling symptomatic. Programming changes were made. The patient was stable in clinic.